Event description:
It was reported by a company representative that a neurologist's handheld computer did not hold charge due to unknown reason. Additional information was received from the area representative indicating the handheld was kept in the physician's office and remained connected to the ac power supply prior to patient visits. The reported handheld was returned to the manufacturer and remains under product analysis.

Event description:
Analysis was completed on the returned handheld. Analysis indicated no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The returned flashcard and software performed according to functional specifications.